Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm.

Event description:
A report was received that the patient was explanted because the device was thought to be causing facial and neck pain. The device was working properly prior to being explanted. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted because the device was thought to be causing facial and neck pain. The device was working properly prior to being explanted. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The ipg passes all electrical, performance, visual, and photographic imaging tests performed. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. The device stimulation amplitude and timing was also monitored and no intermittent anomalies were noted in the output. The device exhibits normal device characteristics. The lead passed visual and photographic imaging tests performed. No anomalies were observed.